Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to unspecified malfunction. Should additional information become available,

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. An extraction aid was found inside the lead. The analysis revealed a cut into the insulation 20.5 cm distal to the is-1 connector pin, which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show further deviations that might have led to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.